Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions for resetting pump, which caller followed successfully without the malfunction code recurring. Customer was advised to continue using pump and to report any further issues.